Event description:
It was reported that during routine follow-up, no impedance trending reported was observed. No patient symptoms were reported. The impedance values were manually updated and the measurements were normal. The diagnostics will be cleared. The patient was fine and will continue to be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.